Manufacturer narrative:
H.6. Investigation: investigation summary: stopper function - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Underfill and label lift - bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. Investigation conclusion: stopper function-as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Underfill and label lift - as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. However, further investigation has been initiated through CAPA#1064141. The investigation is still on-going and improvements will be made as the potential causes are identified. Root cause description: stopper function-as there was no sample or photo available for evaluation, a root cause could not be determined. Underfill and label lift - although no samples or photos were available for evaluation, bd has initiated further investigation through CAPA# (B)(4) to identify the potential root cause(s). Rationale: stopper function - complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. Underfill and label lift - based on an assessment of severity and frequency, it was determined that a CAPA is required at this time in order to determine the root cause associated with this issue and implement corrective actions. The investigation is currently on-going and further improvements will be made as the potential root cause(s) are identified.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparinn (lh) 83 units blood collection tubes has been found experiencing underfilling, label lifting off and stopper creeping out. During use. The following has been provided by the initial reporter: there has been multiple reports of tubes underfilling, labels are falling off, and the stoppers creeping out. They were reported to him on 11-jul but he is not sure if this was the date of occurrence. Occurrence quantity unknown patient identifiers not available

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes has been found experiencing underfilling, label lifting off and stopper creeping out. During use. The following has been provided by the initial reporter: there has been multiple reports of tubes underfilling, labels are falling off, and the stoppers creeping out. They were reported to him on 11-jul but he is not sure if this was the date of occurrence. Occurrence quantity unknown. Patient identifiers not available.